Manufacturer narrative:
Journal article: drug-coated balloon versus drug-eluting stent in patients with small-vessel coronary artery disease: a meta-analysis of randomized controlled trials authors: xinying wu , lun li, and li he journal: cardiology research and practice year: 2021 reference: doi.org/10.1155/2021/1647635 patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - drug-coated balloon versus drug-eluting stent in patients with small-vessel coronary artery disease: a meta-analysis of randomized controlled trials - was submitted. A meta-analysis of randomized controlled trials (rcts) published up to june 2020 was performed which compared the outcomes of drug coated balloon (dcb) versus drug eluting stent (des) in the treatment of small-vessel coronary artery disease. Four rcts with 1227 patients were included. Two of the rct's used medtronic (mdt) devices. The bello trial compared in.pact falcon paclitaxel-coated balloon to a non mdt stent. The restore svd (B)(6) trial compared a non mdt balloon to resolute integrity des. For patients treated with in.pact falcon, death, myocardial infarction, target lesion revascularization, and target vessel revascularization were reported. For patients treated with resolute integrity, cardiac death, myocardial infarction, target lesion revascularization, and target vessel revascularization and target lesion failure were reported.